Event description:
As reported by the edwards european affiliate, during the transapical tavr procedure, the 23mm sapien xt valve was deployed 80:20 aortic/ventricular, resulting in ¿important¿ paravalvular leak. The decision was made to post dilate; however, when the sapien xt valve was crossed with the post dilation balloon, the valve embolized into the aorta. Due to the severity of the pvl that was observed after the deployment of the 23mm valve, it was determined that a 26mm sapien xt valve would be used instead. The 26mm valve was deployed and the 23mm valve was anchored to the descending aorta. The patient remained stable, and at last report, had recovered well after the procedure. The malposition of the first sapien xt valve was attributed to the physician¿s inexperience with the ascendra+ delivery system due to the extended time in-between procedures. Per report, the native aortic annular diameter was 20.8mm by tee, which was initially considered suitable for a 23mm sapien xt.

Manufacturer narrative:
Additional information: additional information confirmed the first valve had been positioned in a 50:50 position, however, during deployment the valve shifted and landed 80:20 a/v, resulting in moderate pvl. The annulus diameter measured 25.9 x 20.8mm by CT. The native aortic valve/leaflets were severely calcified. The image intensifier angle was reported as good, the coaxial alignment of the delivery system and valve was good, ventilation was held and there was no loss of pacing capture during valve deployment. Per the instructions for use, device malposition requiring intervention and paravalvular leak are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the physician¿s inexperience with the delivery system contributed to the aortic malposition and subsequent pvl. The severely calcified annulus/leaflets could have also been contributing factors. The valve embolization was caused during crossing of the first valve with the delivery system of the second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.